Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, patient's mother was advised to reset the device which was successful for the reported issue. Device is being used on pediatric patient against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.